Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 330 mg/dl, 220 mg/dl, and 130 mg/dl. Customer reported a 2nd set of results, taken on the compact plus system: 358 mg/dl, 160 mg/dl, & 276 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.